Event description:
On (B)(6) 2012, hoffman compact sterile kit operation was performed. The bar coupler was stuck and not tightened by t wrench. The surgeon confirmed the connected part, and found the white powder had been deposited there. He managed to tighten it with pliers. Two bar coupler in the kit were similar.

Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available it will be reported on a supplemental report.